Manufacturer narrative:
The investigation found no evidence to suggest that either the vitros 5600 or the vitros phyt slides malfunctioned. The investigation determined that a no result was generated for phyt on the affected proficiency fluid sample due to the matrix of the fluid. In addition to the no result, the vitros 5600 generated a condition code. The operator did not respond to appropriately to an associated analyzer condition code. The vitros 5600 vdocs (operator's manual) provides information on how to interpret the analyzer flags and codes. The root cause of the reported lower than expected phyt proficiency fluid result was user error, as the operator incorrectly interpreted the analyzer flags and codes as indicating a phyt result above the analyzer's reportable range, when in fact a result could not be obtained due to the matrix of the proficiency fluid. The customer was made aware of the improper response to the condition code to avoid additional misinterpretation.

Event description:
A customer observed a lower than expected vitros phyt result on a single proficiency fluid while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)